Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Potential cause: the complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Corrective action: because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: according to the information received, it was reported a rupture on a breast implant. Pe discovered a rent measuring approximately 1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast surgery with mentor siltex round mod. Profile and experienced a rupture on the left side post-operatively, which was confirmed by a physician via MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 385cc, catalog # 3543857mc, serial # (B)(4) (left) and serial # (B)(4) (right) on (B)(6) 2018.